Event description:
It was reported to boston scientific that during a colonoscopy, while using the radial jaw 4 biopsy forceps to remove two polyps the tissue was torn during both removals. The second tear was treated with a clip. The case was completed, patient is reported to be "fine".

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates can not be determined. A ship history was performed 3 probable lots were identified. DHR (device history record) review was performed and no deviation was found related to the event reported. No other complaint reported for the lot numbers were found. No unfavorable trend has been found for the reported code over the last 15 months of data. Labeling review performed and no anomaly was found - as per provided dfu (directions for use): "...endoscopy should be performed only by persons having adequate experience and training...". "...the packaging and the device should be inspected prior to use. Do not use the device if the product or packaging is damaged..." "...if the device fails to operate properly in any way or shows any sign of damage, do not use it..." "...maintaining the forceps in a closed position, slowly withdraw the forceps through the endoscope..." "...if for any reason the biopsy jaws fail to close properly or completely, do not try to withdraw a partially open forceps through a scope. Pull the forceps back to the channel opening and then withdraw the scope and forceps together..." "...caution: application of excessive force to the forceps may damage the device. The forceps should be held with the index finger and middle finger comfortably resting on the spool ledge and the thumb in the loop. When other methods of operation are used, such as pushing on the thumb loop with the palm of one's hand, excessive force may damage the jaws..." It is important to follow dfu instructions since dfu helps to ensure the correct use of the device. As per event description the failure was detected during product use; no evidence of failures detected prior product usage. An investigation was performed with the available information; the suspect device has been disposed. A device evaluation could not be performed; therefore, the cause of the reported event is undetermined.